Event description:
Doctor performed an acl repair on a pt back in late 2006 and at that time he used a b-t-b graft. A calaxo screw was used on the femoral side and a titanium screw on the tibial side for fixation. Pt complained of pain in 2007, at that time the doctor found the bone plug had failed on the femoral side. A revision surgery was performed using a hamstring graft. The pt was diagnosed with an infection and treated with antibiotics. Doctor also noticed tunnel widening on the femoral side.

Manufacturer narrative:
Product recall initiated august 21, 2007. No product is being returned for evaluation.